Manufacturer narrative:
(B)(4). One used set was received for evaluation. The sample was visually evaluated and the reported shearing of the catheter was confirmed. While no specific conclusion can be drawn, incidents of this nature can occur if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. As indicated in the instructions for use, the catheter should not be withdrawn through the needle because of the possible danger of shearing or kinking. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: catheter sheared off into patient approximately 3mm.